Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned deeper in the annulus, however during the first 1/3 of deployment the valve dislodged. It was pulled into the descending aorta and released. The case was abandoned and the surgical valve remained implanted. No other adverse patient effects were reported.